Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery life shortened to 5 days of use. There was no impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support. Reportedly, the customer began charging the pump more frequently.